Event description:
Device report from synthes (B)(4) indicated a hospital in (B)(6) reported: this patient presented to tweed hospital with a broken pfna nail that had broken through the blade hole. The broken screws would have occurred at the same time the nail broke. The blade and nail were removed without incident and the patient was revised to an imhs on the day of removal. No further details are available. This is 4 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was received and the investigation is on going.

Event description:
This is 1 of 4 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The examination of the manufacturer documents, technical drawing and raw-material inspection certificate showed that the chemical composition, microstructure and mechanical properties correspond to the international standards. The dimensions were found to be in compliance with the technical drawings of the producer and the ao/asif specifications. The failure was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the implant had to absorb and neutralize forces that may have been greater than the tolerable load. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.